Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting a shocking lead impedance < 20 ohms with pacing impedance <200 ohms. Inspection of the pocket found 5-6 black marks and a dent on the device. Further inspection revealed a fractured lead.the entire system was explanted and replaced without further issues.